Event description:
The access site was the right jugular artery. When they withdrew the device out of the patient, the physician observed that the tip of the 7f biopsy forceps was kinked and a small metallic was in projection (it could be a part of the spring). This event occurred at the end of the procedure and no other device was used.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.